Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. One screw identified fractured at the bottom threads. No pre-existing conditions were noted on the complaint. Bone density type ii. The reported device was located on tooth site #36 (fdi) when the event occurred. The implant was in use for 11 years and 10 months. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed as the lot number associated with the reported uniht is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review was performed for the uniht for similar event (complaint category keywords: fracture screw) dating back 12 months prior to the notification date. No existing non-conformances /CAPA/hhe/d/ie/product holds were revealed for the reported device related to the reported event. Post market trend review: february post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device. Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot and UDI number unknown / not provided. UDI not available.

Event description:
It was reported that there was crown mobility, during check up doctor realized the screw was fractured. Tooth location 36 (fdi).